Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots on the device/graft. There may be cases of incidental finding by imaging (CT scan) of thicken leaflets (halt) when the patient will benefit from a close follow-up and may be treated with oral anticoagulant. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors.

Event description:
It was reported that a 31mm 7300tfx mitral valve in the mitral position in mitral position was explanted after an implant duration of 8 years, 4 months and 1 day due to thrombus with critical stenosis. The explanted valve was replaced with a 29mm 9755rsl transcatheter valve. Per medical records, the patient presented with a massive gi bleed and sub massive pe with hemorrhagic /cardiogenic shock and respiratory failure and was found to have mitral stenosis , severely dilated and hypokinetic rv, low cardiac output despite inotropic support. Once gi bleeding resolved patient was adequately anticoagulated. Patient was taken to urgent surgery, preop diagnosis non rheumatic mv stenosis, la thrombus and cardiogenic shock it is noted in opening the left atrium a large amount of clot obstructed the view of the left atrium and the mv completely. The thrombus was removed from the main body of the la , laa , pulmonary veins, and some laminar thrombus on the wall of the la. The mitral leaflets were completely frozen and rigid. All visible thrombus was removed. The patient underwent resection of mv leaflets and open tmvr in the 31mm 7300tfx mitral valve. The patient was transferred to ICU post procedure. The post op diagnosis noted as non rheumatic mitral valve stenosis, left atrial thrombus and cardiogenic shock.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.